Event description:
It was reported that the patient received an inappropriate shock due to noise on the right ventricular (rv) lead. The lead also had high impedance and a possible fracture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. D314trg implantable cardioverter defibrillator, 2012-(B)(6); 5076 implantable pacing lead, 2009-(B)(6); 5071 implantable pacing lead, 2009-(B)(6). (B)(4).